Manufacturer narrative:
(B)(4). Concomitant medical products - taperloc por lat fmrl 11x142/ pn 11-103205/ ln 516400, m2a-magnum mod hd sz 50mm/ pn 157450/ ln 517860, m2a-magnum 42-50mm tpr insrt-3/ pn 139254/ ln 788790. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to the location being unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-03868, 0001825034-2017-03869, 0001825034-2017-03870.

Event description:
It was reported that patient underwent a right hip revision approximately six years post implantation due to unknown reasons.

Manufacturer narrative:
This follow up report is being filed to relay corrected and additional information.

Event description:
It was reported that patient underwent right revision procedure approximately 6 years post implantation due to pseudotumor causing pain.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Complaint confirmed through revision op notes. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.